Event description:
On (B)(6) 2019 physician reported to siesta that a patient with hyoid suspension had persistent pain and sore throat. The physician reported that she intended to remove the hyoid suspension to resolve the issue. On (B)(6) 2019, the physician reported that the patient had the hyoid suspension removed and is "doing great".